Event description:
The patient has had his device adjusted in the past because he had some sensation in front of his legs, instead of back of legs. This was making the patient feel like he had to go to the bathroom all the time. A few months ago he started to get the sensation of having to go to the bathroom again, due to that the patient turned off his implant for 1-1.5 weeks. The battery completely drained down and was fully depleted. Now that patient could not get communication with the recharger or patient programmer (pp). The ins was suspected to be overdischarged for approximately 1 month now. It was noted that the patient usually sees his doctor every 6 months and his next appointment was in (B)(6). The patient was able to cut his consumption of all pain medications in half when the ins was put in. Now the ins was not working so his pain level was back to high again. The device was helping the patient with his legs, not back, and his legs were really bad again. When this first happened about 1 month ago, the patient did not know if the device was going to be rebooted or not. It was noted that the patient literature did not say or warn anything about overdischarge. The patient turned the device off because it was hurting him and not working right. The lowest level made the patient feel weird. The patient was looking forward to getting the device readjusted again. The company representative reported on (B)(6) 2014 that the patient stopped charging his device for 3 months. The patient could not charge and he needed to establish care with his physician. It was later reported on (B)(6) 2014 that there was a communication problem. The patient has been having issues with his therapy. The patient was having stimulation that was wrapping around to his groin that then made him feel like he had to pee. The stimulation was not comfortable for him so the patient turned the stimulation off. The patient now could not communicate with the ins to charge the ins. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4),implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The company representative reported on (B)(6) 2014 that the patient never came to his appointment.